Event description:
It was reported that the patient was monitored as an inpatient in the hospital following the implant procedure. It was noted that the right ventricular lead had dislodged post procedure. The lead dislodgement was confirmed by x-ray. The lead was explanted and replaced. The patient was stable.